Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with recurrent deep vein thrombosis despite being on anticoagulation and pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with right lower lobe pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three weeks and three days post filter deployment computed tomography revealed a caval filter was placed and appeared well-positioned in the infrarenal inferior vena cava. Also, a computed tomography angiogram (cta) showed right lower lobe pulmonary embolism. Approximately one week and four days later, computed tomography revealed persistent right lower lobe pulmonary embolism and no additional pulmonary emboli had developed. Approximately one month and twenty-five days later, computed tomography revealed eccentric filling defect was present at right lower lobe interlobar pulmonary artery, which was residual from that seen on prior study. No additional filling defects were identified elsewhere at the pulmonary arteries to suggest an acute pulmonary embolus. Approximately two weeks later, ultrasound venous lower extremity bilateral demonstrated non-occlusive deep venous thrombus in the bilateral superficial femoral veins, as well as the left popliteal vein. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with recurrent deep vein thrombosis despite being on anticoagulation and pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with right lower lobe pulmonary embolism; however, the current status of the patient is unknown.